Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the freestyle libre reader were reviewed and the dhrs showed the freestyle libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc device. The customer was unable to obtain readings due to receiving an error 7 message, experienced "catatonic state, gaze" and was unable to self-treat. The customer had contact with a non-healthcare professional third-party who sugar as treatment. There was no report of death or permanent injury associated with this event.